Event description:
End user (B)(6) stated that when they squeeze the bag the air does not go out, it gets suck back in. Additional information received from rn (B)(6) via telephone on (B)(6) 2014 who was present during the event. (B)(6) stated that the product was used during an emergency situation and she felt oxygen was not coming out from the mask of the resuscitation bag to the patient. She felt the oxygen was escaping from the back end of the resuscitation bag near the reservoir tubing. In addition, the patient¿s spo2 was in the 60s and not increasing.  At this time, another resuscitation bag was used in this emergency situation were the spo2 rapidly increased and no further issues were observed. Clinician did not report any long term medical harm to the patient.

Manufacturer narrative:
(B)(4). Chosen as adverse event is not an option.upon carefusion investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).

Manufacturer narrative:
(B)(4). Results of investigation: one open sample was received. The sample was inspected for any leaks and no issues were found. In addition, the sample was sent to research and design for further analysis; this sample was submitted to perform an oxygen % delivery test and as a result the sample reached a delivered oxygen level of 95% within 20 seconds of starting resuscitation. Therefore, the reported condition could not be confirmed. No issues were found during the review of internal production records for the lot indicated that could result in the reported condition during the manufacturing process review for this product code, it was observed that code 2k8005 is tested for leaks by production personnel prior to leaving the manufacturing facility. In addition, quality personnel also perform a sampling of the leak test before releasing this product. Based on the investigation, the most probable cause for the issue reported could not be determined as no issues were observed during sample analysis. Nonetheless, applicable personnel were notified of this report. Carefusion will continue to monitor and trend this issue.